Manufacturer narrative:
The reported event of high impedances was confirmed. As received, x-ray and the continuity testing showed some channel electrical open was found on the returned lead. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. E2: reporter phone number: (B)(6).

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.